Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. There was no issues noted to the packaging. There was no issues noted when removing the device from the hoop. The device was not inspected. It was reported that the luer/hub cracked during delivery through the vessel. It was stated that using an inflation device, an attempt was made to inflate the balloon but nothing happened. It was then noticed that the luer was cracked which prevented the device from being inflated. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: there was a longitudinal crack evident on the front of the luer. The balloon folds were intact; the balloon had not been inflated. The device failed negative prep. It was not possible to inflate the device due to the crack on the luer. No other damage was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the luer of the sprinter legend was connected directly to a non-medtronic inflation device during negative prep. The luer of the sprinter legend was not inspected prior to attaching to the non-medtronic inflation device. No crack was noted prior to attaching the luer of the sprinter legend to the non-medtronic inflation device. There were no difficulties noted when attaching the luer of the sprinter legend to the non-medtronic inflation device. It was stated that it was not possible to make a vacuum in the syringe. If information is provided in the future, a supplemental report will be issued.